Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and discrepancy between sensor and blood glucose value. The customer reported hypoglycemia was treated with carbs intake. Troubleshooting was performed. The customer reported blood glucose value of 149 mg/dl. The customer reported sensor glucose value of 56 mg/dl. The difference between the sensor and blood glucose was not within the range an was greater than 30%. The event involved product(s) mmt-332a, mmt-397a, mmt-1884, mmt-7040ma. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7040ma.